Event description:
It was reported that during a stomach tube procedure, the staples of one line on the one side were unformed at the fourth firing. The doctor commented that there had been no difficulty. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.